Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
Correction: this device meets or exceeds 75% of its expected longevity; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the device meets or exceeds 75% of its expected longevity.